Event description:
The customer reported that the system displayed kv and ma error messages which caused the system to lock-up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable, backplane and gib circuit board were replaced. The system was then found to be operating as intended.